Event description:
The plastic tip of the trocar separated from the shaft of the trocar during insertion of the device into the pt's abdomen. This was prior to the surgical procedure. The event occurred in belgium, the device is ce-marked and the same lot of devices were distributed in the us. The device is cleared by 510k. No add'l reports of the device malfunctioning have been reported, all lots distributed have been depleted. This is a notification to the FDA of a device malfunction in the EU. The device is cleared for the same indication, and the same lot was distributed in the FDA without incident.